Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hemolysis/mechanical interaction with blood: patient had high ldh values with values greater than 4500. Clinical reported pump was in good position. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 36 year old female patient with an impella rp for post-op CT surgery. During support, the patient's lactate dehydronase (ldh) was still significantly high after pump exchange with values greater than 4500. The pump seems to have retracted a little since placement with concerns for hemolysis. The doctor stated ldh can remain elevated following a type a dissection repair for a while, but this has continued to trend up. Pump was decreased to p6. The patient remains on support.

Event description:
Additional information indicates that the physician stated the elevated ldh was not related to the impella and was attributed to surgery; therefore, no intervention was required. The patient did well. The pump is no longer available.

Manufacturer narrative:
Additional information was provided in b1 (is product problem), and b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.